Event description:
The patient had a generator replacement. The explanted device has not been received for analysis to date.

Event description:
It was reported that the patient spoke with two different cardiologists who suggested turning her vns down due to sleep apnea issues. The physician lowered the settings due to bradycardia the patient was having, specifically output current and pulse width. He also stated it should be noted that heart rate was checked and it was at 89 bpm and thus it is also believed that the bradycardia might be related to the patient's sleep apnea at night. No additional relevant information has been received to date.